Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic where high impedances on both leads were observed. Lead monitoring was set to polarity switch, so both leads switched to unipolar pacing and unipolar tip sensing. It was suspected that weight lifting may have caused clavicular crush. Information later reported that on (B)(6) 2019 both leads were explanted and replaced. Clavicular crush was not confirmed. Patient was stable before, during, and after procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.